Manufacturer narrative:
One physical sample and two photos were received for investigation. The sample and photos were visually inspected, and the reported condition was confirmed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, a definitive root cause could not be determined at this time. However, actions have been implemented to address the reported condition. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the tube was cut at the 7 marks on the tube. According to the staff they have seen this before where the tube has been cut but it was much more obvious previously. They were thinking that because of the length of the tube it sometimes gets caught when heat sealing the packaging. This tube was inside of a patient in the nicu, and the reported issue was noticed on removal. There was no patient harm reported.